Event description:
It was reported to philips that the motorized movements of the c-arm were not functioning. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not functioning. Analysis of system log file by fse showed beam c-arm error. Upon troubleshooting, fse found that the cable connector of encoder and potentiometer were loose. To resolve the issue, fse tightened the connector and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.